Manufacturer narrative:
At the time of this investigation, the device history record could not be verified as a lot number was not provided. As no samples were returned for evaluation, a root cause could not be determined. However, a warning label is being added to the label that specifies, ¿when activating, hold away from patient.¿ we will continue to monitor complaint trends and utilize the information as part of continuous improvement.

Event description:
Customer reported the hot pack exploded on activation and damaged the keyboard in a patient room. There was no skin contact with the nurse and no injury reported. Report being filed for risk.